Event description:
Customer pressed the buttons on the pump and received a full segment display. Customer also stated this was 8% of the reason for admission in the emergency room for dka. The device has been disconnected from customer since dec. No information could be retrieved due to the full segment display.